Event description:
The customer advised of deployment difficulty. Three legs deployed, however, only after several attempts did the fourth leg deploy. The device had to be twisted to be removed. The pt did not suffer adverse reactions due to this matter.